Event description:
Asr revision due to take place (B)(6) 2013. Asr xl - right. Reason(s) for revision: pain, component loosening - and component malalignment. Cup implant date: (B)(6) 2006. Xl products implant date: (B)(6) 2006. Please note stem in non depuy product - this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem this patient has undergone a resurfacing to xl procedure - please see (B)(4) for the 1st revision. Update received: (B)(6) 2013 - added which component became loose: stem. Re-opened (B)(6) 2014 - update mandatory fields and request information. Update received: (B)(6) 2014 - attached operative notes document, added further revision reason: metallosis and added patient details: name, age and date of birth. Update received: (B)(6) 2014 - added patient height and weight and attached trtanslated post operative note. Update received: (B)(6) 2014 - re-opened to attach x-rays and close second request for information action activity.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision due to take place (B)(6) 2013, asr xl - right, reason(s) for revision: pain, component loosening - and component malalignment. Cup implant date: (B)(6) 2006. Xl products implant date: (B)(6) 2006. Please note stem in non depuy product - this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem this patient has undergone a resurfacing to xl procedure - please see com (B)(4) for the 1st revision. Update received: (B)(6) 2013 - added which component became loose: stem. Re-opened (B)(6) 2014 - update mandatory fields and request information. Update received: (B)(6) 2014 - attached operative notes document, added further revision reason: metallosis and added patient details: name, age and date of birth. Update received: (B)(6) 2014 - added patient height and weight and attached translated post operative note. Update received: (B)(6) 2014 - re-opened to attach x-rays and close second request for information action activity. Update received: (B)(6) 2014 - added (B)(6) reference number, marked as legal, added manufacturing dates and added hospitals: (B)(6).